Manufacturer narrative:
Device is combination product. Device evaluated by MFR.: promus element mr ous 2.75x20mm stent delivery system sds was returned for analysis. An examination (visual and via scope) of the crimped stent found the first stent strut on the distal end was lifted and pulled in a distal direction. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon was reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 26apr2019. It was reported trhat crossing difficulties were encountered. The target lesion was located in the left circumflex artery. A 2.75 x 20 mm promus element stent was advanced but could not cross the lesion. The procedure was completed with another of the same. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.